Event description:
International affiliate reports spinal implants were removed, due to deep tissue infection surrounding the devices. The devices had been implanted for approximately seven years. During the removal procedure, a screw was found to be broken. A broken piece of the screw remains in the right pedicle of l1. It's been reported that the surgeon believes the chances of the broken piece migrating are exceedingly low. The event occurred, but was reported by the affiliate office.

Manufacturer narrative:
No conclusions can be made. The pt has retained the explanted devices. The catalog number and lot code of the broken screw are unk. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. No connection can be made between the pt infection and the use of the depuy spine products. At this time, the complaint is considered to be closed.